Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The tasp was returned and visual examination shows signs of repeated use (nicked or gouged) and anterior section of post has been fractured off, not all pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial articular surface provisional was fractured and returned via worn instrument return program. However, not all fractured parts are returned. There are no adverse events reported as a result of this malfunction.